Event description:
(B)(4). I am an active (B)(6) white female, who currently is on no medication, and have a history of only suffering from occasional (once every 6 months to a year) migraines with aura. I went on (B)(6) 2015 to have the essure implanted as a method of sterilization. My fallopian tubes began to spasm during the procedure, which was a first for my physician. She went back and forth on each tube and finally managed to jam one coil in. I returned a month later on (B)(6) 2015 to have the second coil implanted, and this time was given a drug to calm down the spasms. The second coil was implanted successfully. Since implantation, I have complained of severe stabbing pains in my right side that then radiates down my leg all the way to my foot. Along with these stabbing pains, at the end of the day my entire lower abdomen aches. I have had irregular menses since implantation. The first menstrual cycle was extremely heavy, I went through several (7-10) super absorbency tampons for 4 days straight. The remaining menses have been sporadic, extremely light spotting, with hardly even anything. I have extremely painful cramping both during ovulation and during my period. So much to the point where I need to take many tylenol, or aleve to alleviate the pain, minimally. I am bloated constantly, even though I drink plenty of water and eat plenty of fiber. I took a photo one day just because I could not believe the size of my stomach, I looked seriously 6 months pregnant, and I am extremely active and fit exercising rigorously (or used to before essure) at least 5 days a week. My migraines have increased frequently waking me up at night. I have had diarrhea since implantation of the devices, with no relief. I experience frequent nausea as well. Unexplained rashes have been present on my hips and I cannot contribute them to any new detergents, clothes, or anything else. I have made no lifestyle changes other than the essure device and suddenly I am experiencing all of these symptoms. An ultrasound performed (B)(6) 2015 showed my ovaries to be in good condition and without cysts, leaving my pain unexplained. Upon further evaluation, an hsg was performed on (B)(6) 2015 which showed that my right coil is twisted and does a loop-de-loop at the lateral end of the coil. I am fearful that this coil has punctured my fallopian tube. According to the manufacturer's manual, (conceptus) if a coil is twisted or coiled up, it is considered an unsatisfactory placement, and the patient should not be instructed to rely on essure for their contraception. The patient should continue to use other sources of contraception until further investigation is conducted on the unsatisfactory placement of the device. I have called my provider to discuss the placement and twist of my device and have been told on numerous occasions that my symptoms are unrelated to essure and that even if the coil is folded back on itself or does twist, that I am completely occluded and can count of the device for protection against pregnancy, even though a (B)(6) study has shown that 1 in 10 women will end up getting pregnant with essure during long-term studies. My provider refuses to believe essure is cause of my problems yet I have made no other lifestyle changes, have not added any medications other aleve and tylenol for occasional migraines, and I have not introduced any other medical devices, therapies, diagnoses, or lifestyle changes that would warrant these symptoms. I will be seeking removal of the essure device unfortunately by way of hysterectomy and bilateral salpingectomy through a completely new provider.